Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, part of the tip broke. The breakage piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. In addition, an image of what appears to be a used nslg2c35 instrument was returned for evaluation. A closer look at the image shows the jaw is missing from the instrument. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The retention pins were not returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.